Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported programmer issue; programmer passed functional testing. Analysis found the stylus worked intermittently when cable was manipulated. Analysis also found the upper case, lower case, and power cord bay were broken.

Event description:
It was reported the programmer screen suddenly blacked out and programmer turned off. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.